Event description:
The customer reports that when advancing the guide, it bends. A new PICC is used. No medical intervention reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. Visual examination of the photo confirmed the guide wire was damaged and bent. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a damaged guide wire was confirmed by inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when advancing the guide, it bends. A new PICC is used. No medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when advancing the guide, it bends. A new PICC is used. No medical intervention reported.